Event description:
Doctor noticed the device had a small slit in one of the curls so requested another one, same thing noted on that stent also. Both stents were from same lot. It took opening a third stent to get one that was fully intact and able to be placed into patient.